Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient had disconnected in dwell and did not press stop, the hc went to drain while they were disconnected. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per the patient at-home guide, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during drain. The technical service representative (tsr) explained the alarm. The home patient (hp) had disconnected in dwell and did not press stop, the hc went to drain while they were disconnected. The hp reconnected after alarm. The hp cycled the power, system error 2367 occurred, assisted to retrieve cassette, advised to let the registered nurse (rn) know about the alarm. The hp will start over with new supplies to continue therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.